Event description:
It was reported that a right ventricular (rv) lead exhibited t wave oversensing and r wave undersensing and qrs wave undersensing. Mode switches were noted. Right atrial (ra) lead oversensing was also noted. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.